Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the joystick intermittently turns off. Customer bought unit 2nd hand. Owned for about 2.5 years.